Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the touchscreen was nonfunctional. To fix the issue, the fse replaced the battery pack, li-ion x2 and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse) the cardiosave intra aortic balloon pump (iabp) unit's batteries would not charge. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, found the iabp would not charge and replaced the power management board and batteries to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The power management board was returned to national repair center for evaluation. The national repair center (nrc) received the power management board and upon inspection of the pcb,power management board the nrc observed q27 being shorted. Based on past experience, when q27 shorts, the batteries will not charge, and due to the shorting of q27, testing will not be performed. Retaining the board in the nrc per procedure. The board will not be sent to the supplier escatec for the reason escatec is not able to test this older version of the power management board. Retaining the board in the national repair center per procedure.